Manufacturer narrative:
(B)(4).

Event description:
It was reported that wire fracture occurred. The target lesion was located in the severely calcified right coronary artery. A 330cm rotawire¿ and wireclip¿ torquer was used to advance to the target lesion. During the procedure, it was noted that the wire broke at the transition to the distal segment. The broken segment was left in the patient and was stented into the vessel wall. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag. The device has wire broken near to the distal section at 323.3cm from the proximal section, also it has the body kinked in the middle of the device. The distal tip was not returned. Overall length and outer diameter of spring tip couldn't be measured due to the device condition. All other outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that wire fracture occurred. The target lesion was located in the severely calcified right coronary artery. A 330cm rotawire and wireclip torquer was used to advance to the target lesion. During the procedure, it was noted that the wire broke at the transition to the distal segment. The broken segment was left in the patient and was stented into the vessel wall. No further patient complications were reported.